Manufacturer narrative:
This report is submitted on august 3, 2020.

Event description:
Per the clinic, the patient experienced an infection at the implant site which was treated with antibiotics (type not reported). There are plans for the patient to undergo a procedure to clean the wound and explant the device; however, it is unknown whether this has occured as of the date of this report.